Manufacturer narrative:
No failure was identified during device evaluation; however, an occlusion alarm was observed in the pump logs on the date of the reported event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump was not making any audible noise and on one occasion, had sounded like a fire truck siren. Tandem technical support had the customer trigger an alarm and the customer indicated that the alarm was received; however, there was no audible noise or vibration. The customer's blood glucose (bg) level was 601 mg/dl and a correction bolus was delivered to address the bg level. The customer reverted to using a back-up therapy to manage diabetes.